Manufacturer narrative:
The devices associated with this report were not returned. Review of the inspection records for the plate found no mfg deviations or rejections. Review of the device history records was not possible as the lot codes required for the pegs were not provided. Provided info states the surgeon thinks the possible causes are infection or metal reactions. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for pain.